Manufacturer narrative:
The product was not returned for analysis; it was discarded. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy employee reported that the implant was stuck inside the injector. Based on the additional information received, the reporter stated that the iol was disposed of and the injector (unspecified) used was also not available for return. The reporter further indicated that no additional information is available.